Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was returned. Investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation after use in the procedure. A kink was present on the balloon and distal guidewire shaft due to return packaging of the device. Provided cine imagery shows the access vessels. However, no imagery is provided of the aorta. It is therefore not possible to determine if there was potential for valve alignment to be done in a non-straight section of anatomy. No imagery of the valve alignment was provided. Cine shows the valve positioned in the annulus, with the flex catheter pulled back. The valve is not fully aligned to the distal marker. Therefore, the complaint for ¿handle ¿ fine adjust difficulty¿ is confirmed. Subsequent imagery shows the valve and balloon expanded at the distal end only. In conjunction with the condition of the returned device, this confirms the complaint for ¿balloon ¿ leakage¿. The delivery system was visually inspected. There was compression at the distal flex shaft, flex tip gouges, and a cut on proximal inflation balloon. The balloon shaft was able to be pulled to valve alignment position and locked. Full fine adjust was then able to be used with no abnormalities observed. With the balloon shaft locked at the valve alignment position, the balloon shaft was able to be pulled without any slipping observed meeting specification. Double wall thickness measurements were taken on the inflation balloon distal and proximal to the balloon cut and all measurements met specification. A device history records (DHR) review did not reveal any manufacturing issues that could have contributed to the complaint event. Review of history for the related lot revealed no additional similar complaints.  A review of complaint history from december 2017 to november 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints with returned devices that were confirmed. No potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient and/or procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rates did not exceed the november 2018 control limit for the applicable trend categories. The IFU and training manuals were reviewed for instructions involving the commander preparation and procedure and no IFU/ training deficiencies were identified. During manufacturing the crimp balloon was 100% inspected for: distal and proximal inner diameter; wall thickness; presence of foreign matter, impurities, and contamination, fisheyes, and gel spots. The inflation balloons are 100% inspected for wall thickness and visual defects. Lot samples undergo burst testing and additional visual inspection.  The formed balloon is also 100% visually inspected. Balloons with distorted/pinched folds are rejected.  The commander delivery system was 100% inspected by manufacturing and quality for the following: defects and cosmetic appearance under minimum 2.85x magnification, mechanical damage (e.g. Kinks, breaks), and assembled device dimensional inspections.  Devices are 100% leak tested. All manufacturing lots undergo product verification (pv) testing on a sampling plan. During pv testing, balloon burst pressure testing was performed on a sampling basis and tensile testing. This work order passed these pv tests.  The review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for fine adjust difficulty and balloon leakage were confirmed based on imagery review and visual inspection of the returned devices. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performs the valve alignment process in a tortuous anatomy, it may result in increased forces being applied and tension on the delivery system as described in the initial report. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The flex tip gouges seen on the returned device are indicative of valve diving and high alignment forces. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which damage the balloon as the valve frame moves over the balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question when valve alignment was performed with residual fluid in the balloon. Per report, valve alignment was re-attempted by unlocking and re-locking the delivery system. High alignment forces coupled with multiple attempts to align the valve could have also contributed to the balloon damage.  Although a root cause is unable to be definitively determined, it is likely that procedural factors (performing valve alignment in tortuosity) contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, and the trend categories does not exceed control limits, neither a product risk assessment, nor corrective or preventive action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the 29mm sapien 3 case by transfemoral approach in aortic position, there was tension on the system during valve alignment. The valve was not able to be completely aligned despite releasing the tension by unlocking and locking the alignment lock. There was a gap of approximately 1mm to the marker. Despite this, it was decided to deploy the valve. During valve deployment, the valve only inflated distally despite all inflation volume was used. It was possible to refill the syringe quickly and further inflate the valve in order for it to anchor in the annulus. The commander was removed and the valve was post dilated with another commander system. Final result was good and the patient was doing fine post procedure. The commander was inspected afterwards and it was seen that there was a small tear between the crimp and inflation balloon part where the inflation liquid leaked out.